Event description:
It was reported, the pt was admitted to the hosp for a seroma and cellulitis at his ipg site. The pt was treated with intravenous antibiotics and a culture was taken. It was reported, the pt had a surgery to clean out the wound and was discharged from the hosp shortly after the procedure. F/u identified the site is healing and the device remains implanted. Culture results revealed no infection.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.